Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. The device was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the start button of their v-go 20 popped off (released). The patient reported that this issue occurred twice with the same device. It was reported that the device is available for return to the manufacturer for evaluation.